Manufacturer narrative:
Manufacturer's analysis confirmed the programmer experienced an error. It was also indicated that an antennae was loose and failed testing. The programmer was repaired and passed final functional and system tests.

Event description:
It was reported that during a patient check, the hour glass appeared, and an error message was displayed. After rebooting, the programmer functioned normal. The programmer was returned for repair. No patient complications have been reported as a result of this event.